Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the returned unit shows that the skull clamp base has worn starburst teeth, and the pivot lock cannot be determined when tested as it loosens when subjected to rotational stress. The 80lb torque screw assembly has wear and a damaged screw thread, and this makes the screw difficult to thread into the ratchet extension. As a result, the base casting must be replaced with hardware to repair the pivot lock assembly, and the torque screw needs to be replaced along with functional testing to factory specifications. Root cause - the complaint is confirmed via inspection of the unit. The returned unit had visible wear to internal components which required replacement and cleaning. Root cause is likely due to wear as a result of routine use over time. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
When preparing for a head operation, after clamping the head while positioning the neck, the mayfield composite series skull clamp (a3059) opened and caused a slight abrasion to the patient's head when the clamping pins slipped off. The head was secured by the doctor. The injury was stapled, and another skull clamp was used to complete the procedure. The patient was an elderly person.